Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins). It was reported that the patient's implant was permanently removed because it stopped functioning completely before battery depletion, patient also mentioned that could be that their brain stopped cooperating with the stimulator. The health care provider (hcp) removed the full system. No further patient complications were reported/ anticipated as a result of this event.